Event description:
It was reported particulate was observed in a non-dehp extension set. Twenty-one and a half hours into a 24-hour chemotherapy infusion (etoposide, doxorubicin, vincristine), the patient noted ¿white particles inside the round plastic¿; which appeared to be ¿creaking and little particles visible inside round plastic housing.¿ the infusion was stopped, and the nurse obtained a new filter, primed it, and replaced the current filter. Approximately one hour later, the patient observed ¿more particles in the filter housing and they were traveling up the line, towards the pump.¿ the infusion was stopped. The nurse noted there was only approximately 5ml in the bag, along with the solution in the drip chamber and tubing line. The infusion was discontinued. The patient sustained an unknown serious injury requiring the tubing to be swapped and reprimed. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.